Manufacturer narrative:
The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a screen does not turn on or connect to the calibration software and there is a constant beeping sound when the device is powered on regarding a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer has decided up front that any devices that fail fco81 pretesting are not to be repaired. Quote has been rejected and case to be marked completed. If additional information becomes available at a later time a supplemental report will be filed.